Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to unlocked lcd keypad connector. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating audio beep anomaly, button error and program alarm anomaly from the insulin pump. The customer's blood glucose reading was 230 mg/dl. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was unable to clear the alarm because the buttons were unresponsive. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.